Event description:
It was reported that the pace/sense portion of the lead exhibited spikes in impedances. The physician suspected that the suture sleeve area may be compressed. Closer monitoring of the lead was recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance = 418 to 798 ohms peak between (B)(6)-2011 and (B)(6)-2012. Sensing - oversensing: 1 - ventricular nst=210 ms on (B)(6)-2010 06:33:19.